Event description:
During review of the pump's event history by a baxter service technician, it was discovered that a colleague infusion pump experienced failure code 810:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced failure code 814:01 was confirmed by baxter personnel in the pump?s event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Corrected data: the failure code that occurred during review of the event history is 814:01, not the original reported failure code of 810:04.